Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited under-sensing. Programming changes were successfully implemented. The patient was stable and asymptomatic.